Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called concerned about the blood glucose readings. The current blood glucose reading is 205 mg/dl. Customer had a low blood glucose reading of 41 mg/dl and did not know why. Customer treated with glucose tablets and food. Customer has been experiencing low for the past four days. The paramedics were called about one week ago. Customer had a blood glucose reading of 28 mg/dl. He was not taken to the hospital. Nothing further reported.